Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, there was a screw that was stuck in the plate. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the respective raw material and finished product DHR files found no irregularities that would have caused or contributed to this condition. Further investigation has shown that the positioning groove of the dhs dcs screw has marks due to inadequate handling. In order to ensure correct load transfer and to prevent such deformations, it is important to have an appropriate connection between the dhs screw and the connecting screw, which is guided through the wrench.